Manufacturer narrative:
Results and conclusion summation - product performance engineering determined that factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during manufacturing, materials, interactions with other devices, patient anatomy, lesion calcification and tortuosity, or insufficient preparation prior to use. It is possible that the balloon material was damaged (scratched) during interactions with other devices, the patient anatomy or the previously implanted stent, such that the balloon ruptured upon inflation. Unfortunately, without the device to examine, no conclusive root cause for the reported difficulties can be determined.

Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that following a successful pre-dilatation with a 2.0 x 12mm rx voyager balloon catheter, another company's drug eluting stent was implanted in the left anterior descending (lad) artery, then, the 2.5 x 12 mm rx voyager balloon catheter was used in attempt to post-dilate the stent, but the balloon ruptured during the first inflation between 8-9 atm. Reportedly, there were no patient effects. No additional event or patient information is available.